Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient stopped charging their system for over one year and the ipg was found to be inoperable .to address the issue patient underwent surgical intervention , where the ipg was replaced and post operatively, effective therapy was established.